Event description:
It was reported that the ilet displayed alert 38, indicating a motor stall, and multiple restarts did not resolve the issue, after which the user transitioned to back-up subcutaneous insulin therapy and later reported that the original pump resumed function while the replacement was returned. Symptoms included hyperglycemia with reported glucose greater than 500 mg/dl lasting a couple of hours, without ketone testing, medical intervention, assistance from others, or immediate adverse sequelae. Outcomes included temporary interruption of automated insulin delivery and user-managed correction using back-up therapy, without hospitalization or long-term impairment reported. Investigation included remote troubleshooting and user education, shipment of a replacement device, and collection of the returned device for assessment. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.